Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system was reinstalled to resolve the issue. Block a: no patient information provided to date after calls to customer on (B)(6)2024 and (B)(6) 2024. Block h4: date of device manufacture year is 2014. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a large leak and loss of ventilation during a case. There was no patient injury.